Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an incorrect output from the keypad. Service evaluation verified the incorrect output from the keypad. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had an incorrect output from the keypad. No additional information is available.